Manufacturer narrative:
Reported event was confirmed via review of provided patient x-rays and medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Foreign; the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address medial ankle pain and discomfort attributed to screw fracture in vivo. The patient presented with existing cellulitis. The ankle joint was aspirated and cultures were taken; the infection was identified proximal to the ankle with no purulence noted. The screw was removed and the patient received an irrigation and debridement. No further information is available at this time.